Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. No patient involvement

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the error message was due to the brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in november 2015 and is 6 years old, well past its expected serviceable life of 5 years. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the customer reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The motor brake gap inspection test revealed that the drive train motor brake gap was out-of-specification, which caused system error 139. The brake gap was adjusted to the manufacturing specifications to remedy the error message. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).